Event description:
Deflation of left breast implant. Bilateral replacement with mentor implants. Returning single, deflated device to manufacturer. Right side implant destroyed by surgeon post-op and not available for analysis.